Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "IV primary tubing was infusing on the alaris pump for approx 3.5 hours, then spontaneously started leaking from the IV channel. The tubing was returned to the manufacturer. No harm to the patient."